Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available, and images demonstrating stent or delivery system were not provided. The alleged issue could not be re produced which led to an inconclusive evaluation result. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 10/2022), g3. H11: h6 (method and result). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during stent placement procedure for caval reconstruction with femoral access, the stent allegedly had expansion issue because it was stuck on the stent brake. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during stent placement procedure, the stent allegedly had expansion issue. There was no reported patient injury.